Manufacturer narrative:
The technician found the side rail end tube was broken in two. The technician replaced the side rail end tubes to resolve the issue.

Event description:
Technician alleged that the side rail would not latch. No pt impact.